Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. On 10/16/2024, the patient reported that they experienced a signal loss which occurred 5 days after the sensor had been inserted in the abdomen. The patient started experiencing signal loss on 10/11/2024, and there was no blood glucose (bg) taken. The daughter called her and she was disorientated so the daughter took the patient to the hospital. At the emergency room (ER) they took a bg reading which was over 1000 mg/dl, the patient was disorientated and went into afib (atrial fibrillation arrhythmia). The patient was treated with insulin and diagnosed with diabetic ketoacidosis (dka). The patient was discharged on (B)(6) 2024. At the time of the report the patient was stable. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.